Manufacturer narrative:
(B)(4). Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The reported event was not confirmed since the device remains implanted and cannot be evaluated. The device history record (DHR) could not be reviewed as the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article "two cases of bioprosthetic valve stenosis of the aortic valve position found on weaning of a nipro left ventricular assist device" from the japanese society for cardiovascular surgery 2018, the below information was learned. A 68-year-old woman was found to have fulminant myocarditis. She underwent biventricular assist device implantation and avr with the subject device. Her cardiac function recovered, and a weaning operation was scheduled on the 73rd-postoperative day. Preoperative tee before the weaning of vad showed severe bioprosthetic valve stenosis. The commissural fusion of the bioprosthetic valve was released and the punnus extending under the leaflet removed at the same time as the vad was removed. Re-valve replacement was not required.